Event description:
The nurse reported to baxter (B)(4) that pin size holes were found on the tubing of the transfer set. The nurse stated that the patient may 'gnawed' the transfer set. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available at this time. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). One used transfer set with no cap on spike and no cap on patient connector was received in reference to a leak. The transfer set was tested underwater with leak noted from hole/cut approximately 6-7? From the sleeve in a closed position. This report was confirmed in the lab for tubing leakage due to multiple holes/cuts in the tubing (about 6 inches from the clamp). The tubing appeared to have been pierced. Based on information obtained during baxter's investigation, the cause of the cuts/holes was due to the patient (a toddler) chewing on the tubing. A batch review could not be conducted since the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.